Manufacturer narrative:
The impella cp was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
An (B)(6) year old female patient presented with acute myocardial infarction and cardiogenic shock. The impella cp was selected for hemodynamic support. During support, the patient developed an infection at the access site. The pump was weaned and removed, however, the patient ultimately expired. The impella was alleged to have been a causal or contributory factor in this patient's outcome.